Event description:
It was reported that the customer accidentally stacked boluses and over delivered insulin. The customer's blood glucose (bg) level subsequently decreased to 44 mg/dl. The customer consumed carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.